Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction had occurred. The wearable was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2025. According to the patient¿s web self-service documentation a skin reaction was reported following sensor insertion in the thigh. The reaction occurred during four days of post-insertion. Prior to placement, the area was prepped with alcohol. The patient described developing a rash and itching sensation at the needle puncture site. Over-the-counter neosporin ointment was applied to the affected area. On (B)(6) 2025, the patient began a prescription of oral augmentin (dosage unspecified) to treat the reaction. Multiple attempts were made to contact the reporter for additional information; however, no further details were obtained. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.